Manufacturer narrative:
The (B)(6) 2018 event referenced in this section was reported under medwatch MFR. Report # 2916596-2018-00561. (B)(4). Approximate age of device ¿ 4 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018, that the patient presented to the clinic with increased lactate dehydrogenase (ldh). The patient¿s international normalized ratio was 2.7. System controller history interrogation revealed elevated pump power. There was concern because in (B)(6) 2018, the clinicians felt that something may have passed through the pump. The manufacturer¿s technical services representative reviewed the submitted log file and multiple intermittent power and flow elevations were confirmed. A repeat lab revealed the ldh was 759 u/l. No additional information was provided.

Event description:
Additional information: it was reported on (B)(6) 2018 that the patient¿s lactate dehydrogenase (ldh) continued to trend up. The patient had elective shoulder surgery on (B)(6) 2018, and later that evening some pump speed decelerations occurred. The patient felt increased heart rate and shortness of breath.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported the patient has been doing well since the shoulder repair surgery. The lactate dehydrogenase (ldh) levels continue to trend down. There has been no change in the patient's medications. The physician is discussing transplant candidacy with the other patient's healthcare providers.